Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the surgeon says the issues include clips not feeding properly, scissoring, rough firing, and incomplete closure. There have been instances of well-formed clips cutting the vessels as well as scissored clips cutting the vessels.

Event description:
It was reported that during a diep flap procedure, the surgeon says clips are routinely not loading properly, jamming, scissoring, and not forming securely on vessels. Another like device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.